Event description:
It was reported that a malfunction occurred, displaying the error code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to reset the pump, and technical support provided the necessary reset information, awaiting further troubleshooting until the charging pad is available. It was determined this is the 3rd of the same malfunction the customer has had with this pump, so it needs to be replaced. The customer will rely on multiple daily injection to ensure delivery of insulin therapy.